Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On 11/7/2016: tandem technical support (cts) followed up with the customer and verified alarm 2 in the pump logs. The customer loaded a cartridge successfully and received an accurate fill estimate with cts. Troubleshooting with tandem customer technical services determined the pump functioned as intended. Customer acknowledged.

Event description:
It was reported that the customer experienced an issue with attempting to load a cartridge and received occlusion alarms. The customer's blood glucose (bg) levels were high with large ketones (300s - 429 mg/dl). The customer delivered a bolus on the pump, yet received an occlusion alarm. The customer changed out the supplies and received another occlusion alarm. Reportedly, the customer stated the pump made a noise during the cartridge change and boluses. The customer went to the emergency room (ER) on (B)(6) 2016 due to the elevated bgs and occlusion alarms received at that time. The customer was treated with intravenous (IV) saline. The customer's blood glucose level was 183 mg/dl when released from the ER after 3-4 hours. The customer suspended using the pump and revert back to manual injections.